Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized due to low blood glucose. Customer's blood glucose was 38 mg/dl. The sensor glucose readings were higher and it did not alert them. The customer's sugar glucose was low and he was treated for it without checking the blood glucose. The customer stated that the cause of the low blood glucose was his treatment for the high glucose reading. It was also stated that the customer went into the pool with the transmitter on. The customer was sent home for the same day. It was also stated that the customer was unable to connect carelink.